Event description:
Gastric band was implanted about one year ago. While in the physician's office, was unable to adjust it - continued to flip on its side. Discussed with patient that it was non-functioning and scheduled surgery for revision. Via laparoscope, the capsule was opened, exposing the port. The port was free-floating and all four prior sutures were identified and had come undone. These were removed. The port was then brought out a little ways. At the end of the phalange, the catheter was broken in half. At this point the catheter was brought out to where the original port was attached to the catheter. This appeared intact. A new port was brought onto the table and flushed. It connected to the catheter without difficulty. New saline was inserted. The port was then pexed to the fascia and the grips deployed, locking the port down to the anterior fascia without difficulty. The patient tolerated the procedure well. Dates of use: (B)(6) 2013. Reason for use: for weight reduction.